Event description:
It was recently discovered, that an article in the journal of bone and joint surgery, copyright 1987, reports on fatigue fracture of the interlocking nail in treatment of fractures of the distal part of the femoral shaft. In this article, the authors reports 4 seperata incidents of short proximal femoral trochanteric nails fracturing through the proximal interlocking screw hole within three months after device implantation. These cases were reported from (B)(6) as part of a clinical study. No additional information or product is available.